Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that foreign substances were inside of the sterile packages. No adverse events have been reported as a result of the malfunction. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was evaluated, but the reported event was not confirmed. Evaluation of the returned packaging identified that the sterile pouch had a small mark in the lower corner of the seal, however, the size of the mark determined that the packaging is acceptable and that there was no failure found with the product, as it is within specifications. Upon reassessment of the reported event, as the product and packaging was found to be within specifications, this event is considered to be not reportable.